Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The customer's blood glucose was 301 mg/dl at the time of incident. The customer performed troubleshooting. The insulin did not exit. The customer changed infusion set and reservoir. The insulin did exit and did not alarm. The customer was advised that changing the reservoir resolved the issue. The reservoir will be returned for analysis.